Event description:
A patient reported experiencing inaccurate erratic results with a difference of ot profile meter. The patient's blood glucose results were 120mg/dl, 147mg/dl, 200mg/dl. Tests were done less than 10 minutes apart with a difference of 305. Patient did not experience any adverse events. No further information has been reported.